Manufacturer narrative:
Device did not remove yet.

Event description:
It was reported that cervical anterior fusion was done for c5/6 on (B)(6) 2018. On (B)(6) , the surgeon confirmed loosening of the caudally directed screw. The patient fell from stairs after a week from procedure. The revision surgery is planned on (B)(6) 2018 to remove or replace the screw.

Manufacturer narrative:
X-ray image review, visual inspection, functional inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment the reported event was confirmed upon x-ray image review. Device history review and complaint history review was performed and no similar complaints were reported for this lot number. All released units from the lot number met specification. The device surgical technique warns that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. It was reported that the patient fell from a stairs week after the surgery. This may have contributed to the screw migration. It is likely that the screw was not properly/locked into the implant as the black line on the screwdriver was still visible when the screw was locked. Per the device surgical technique, a screw is locked when the gold color and the black line are no longer visible. Additionally, it was reported that when packing the bone in the cage, the bone entered into the locking mechanism and may have blocked the lock. The root causes of the reported event based on the information provided is most likely not locking the screw during the initial surgery and/or patient fall after the initial surgery.

Event description:
It was reported that cervical anterior fusion was done for c5/6 on (B)(6) 2018. On (B)(6) 2018, the surgeon confirmed loosening of the caudally directed screw. The patient fell from stairs after a week from procedure. The revision surgery is planned on 12 december 2018 to remove or replace the screw.